Event description:
It was reported that during use of the pump, "high pressure alarms" were experienced. As a result of this, the iab was removed and replaced. There were no associated pt complications.